Manufacturer narrative:
The actual device has not been returned and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported leakage on the involved device. Follow up communication with the user facility confirmed the following information: a 7fr. Sheath was leaking at the valve during a case; blood loss was less than 250ml; and no issues with the patient.

Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturing facility for evaluation. The sample was evaluated and revealed no visual anomalies. The sheath was leak tested without stressing the valve and no leak was observed. The valve was removed and inspected more closely under magnification and revealed to have an off-center anomaly. The lot number was not provided so three recent retention samples were evaluated. A visual examination of the samples confirmed there were no visual defects. Functional testing confirmed the products met manufacturing specification. Since the product code and lot number were not provided by the user facility, which prevented a meaningful review of production and complaint records. The investigation results verified that the retention samples were the normal product. Although the exact cause cannot be determined, a formal investigation has been initiated. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
As stated, this report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-000127 to provide a status update on the evaluation. The actual device was returned to the manufacturing facility and the evaluation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-000127 to provide a status update on the evaluation.